Manufacturer narrative:
Another contact information:(B)(4). Updated fields: b4, d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field:g4(PMA 510k). A getinge field service engineer (fse) replaced crm and safety disk assy to fix the error. After replacement, all functional parameters of the equipment were tested and found to be normal. The equipment was then delivered to the customer.

Event description:
It was reported that during a routine inspection, cs300 intra-aortic balloon pump (iabp) had leek in loop. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address-no. (B)(6). A supplemental report will be submitted upon completion of our investigation.